Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 12mm, diameter 2.5mm was used to treat a lesion in a pt's rca which exhibited 99% stenosis with calcification. It was reported that the stent dislodged during the procedure. The lesion was pre-dilated with a 2.0 sprinter balloon twice to nominal pressure. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician was unable to deliver the stent across the lesion. It was reported that on withdrawing the device, the stent caught on calcium and dislodged inside the lesion. The physician successfully retrieved the stent with a snare. The lesion was further pre-dilated with a 3.0 nc balloon to higher pressures and successfully treated with the same size stent. The pt was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B) (4). Intervention required. Results: 99% stenosis and calcified, dislodgement. Conclusion: 99% stenosis and calcified.